Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 1 ml of juvéderm® voluma¿ xc. The following month, the patient was injected with another 1 ml of juvéderm® voluma¿ xc. Three months later, the patient was injection the midface with 1 ml of juvéderm® voluma¿ xc. The patient was screened and properly treated with aseptic technique. Seven weeks later, the patient reported ¿an infection¿ in the bone and that they may need a root canal for tooth 5 and 7. A 3d x-ray was performed, results noted as ¿bone infection.¿ on the day of onset for the next week, the patient was treated with penicillin and amoxicillin. It was noted: ¿originally for pain. Pain never resolved ¿ and thin inflammation and redness began with penicillin stopped.¿ the event resolved at an unspecified time later. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00273 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2022-00270 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® voluma¿ xc.